Event description:
The customer called and reported the sensor gave readings that were way off from customer's blood glucose, triggering the insulin pump to suspend. Customer's blood glucose was 313 mg/dl and the sensor reading was 72 mg/dl. Calibration and insertion techniques were reviewed. The sensor will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.